Event description:
It was reported that the pump¿s wake button functioned inconsistently over several weeks, with the device not vibrating when the button was pressed, though the screen would wake when placed on the charging pad and the button worked during a support call. Symptoms included no adverse clinical effects. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included technical support troubleshooting and user education by phone. Investigation of this case revealed the issue could not be reproduced during the call and the device operated as expected under observation. It was concluded that the event involved an intermittent user interface behavior with no report of patient harm and no device malfunction confirmed.